Manufacturer narrative:
Merge healthcare is further investigating the allegation from the customer to determine if any corrections or corrective actions are necessary.

Event description:
Merge unity pacs a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On 06/23/2016, merge was notified that on an unknown date, some patient exams were not visible from the online tab. Through an investigation by merge support, it was determined that exams were processed through the dicom gateway but the date of birth (dob) was not filled in on an exam. Once the dob was added, the exam was then pulled forward and available on the online list of exams. There was no reported adverse event to a patient. However, patient exams that are not visible from the online tab has the potential to delay patient treatment and/or diagnosis. (B)(4).

Manufacturer narrative:
This issue was investigated by unity support and development under (B)(4). According to the investigation, exams can be viewed by going to the patients tab and looking at priors for the associated patient. If an edit is made to the exam using this process, the exam subsequently shows up when searching for it in the online tab. Per the investigation, this issue was fixed in a later version 11.1.2.